Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer inflating as expected. The issue is suspected to be related to the firmness of the pump and the patient limited manual dexterity. The device was explanted and replaced with a tactra malleable penile prosthesis at patient request. No patient complications were reported.